Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04856, 3006705815-2023-04857. It was reported the patient's ipg was moving in the pocket site due to a significant amount of weight loss and the patient is experiencing ineffective stimulation due to the leads migrating. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the patient¿s system was explanted and replaced to address the issue. Patient was experiencing discomfort at the ipg site.

Manufacturer narrative:
E1: initial reporter. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.